Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's spouse reports, that the patient gets "these bleeps in between" and that the patient's heart rate is below the lower rate of the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.